Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left fallopian tubes shows presence of an essure coil extending from the fundus into the myometrium') in an adult female patient who had essure inserted. The patient's concurrent conditions included menorrhagia, dysmenorrhea, perineal pain, fibroids, nabothian cyst and pelvic pain female. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, colpopexy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both fallopian tubes are occluded with essure device and there is no evidence for flow of contrast from the fallopian tube into peritoneal cavity.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left fallopian tubes shows presence of an essure coil extending from the fundus into the myometrium') in an adult female patient who had essure inserted. The patient's concurrent conditions included menorrhagia, dysmenorrhea, perineal pain, fibroids, nabothian cyst and pelvic pain female. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, colpopexy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both fallopian tubes are occluded with essure device and there is no evidence for flow of contrast from the fallopian tube into peritoneal cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.